Manufacturer narrative:
Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine, juvéderm® volift¿ with lidocaine, juvéderm® volux¿, and juvéderm® volift® retouch. Patient experienced with repeated episodes of inflammation and was treated with corticosteroids. Patient is currently on antibiotic treatment for infection. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00421 (abbvie complaint #pr (B)(4)), MDR ID# 3005113652-2023-00425 (abbvie complaint #pr (B)(4)), MDR ID# 3005113652-2023-00426 (abbvie complaint #pr (B)(4)), MDR ID# 3005113652-2023-00423 (abbvie complaint #pr (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿ (lot number v25lb10705).